Event description:
It was reported that while setting up for a patient procedure on (B)(6) 2025, the user observed the c-arm on their selenia dimensions 3d mammography system begin to rotate on its own. A field service engineer (fse) was dispatched to examine the equipment and after hologic technical support reviewed the system logs, it was recommended that the gantry switch banks be replaced. The fse replaced the left and right switch bank assemblies and had the user perform a qc to ensure the system is ready for patient use. The fse confirmed that the system is functioning in accordance with manufacturer specifications. No patient or user injury reported.